Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the during testing, it was observed that the small battery drive device was "cutting out". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was functional and passed the pre-repair diagnostic assessment. Therefore, the reported condition that the device was cutting out was not confirmed and an assignable root cause was not determined. However, during evaluation, it was determined that the device had corroded gear sleeve coupling shaft and bearings consistent with normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.